Event description:
It has been reported that when the staff went to use the cautery pencil they became aware of the missing cautery button. Facility was able to find the fallen button in the abdomen of the pt. Hosp radiology performed a normal x-ray on the cautery button. The cautery button was hardly visible on the x-ray. Rptr is concerned that if the staff had not noticed the missing button and the pt had been closed, the pt would have had to be returned at a later date to have the button removed. Also, the cautery button appears not to have been made of a radiopaque material.